Manufacturer narrative:
(B)(4).

Event description:
The patient reported experiencing a shocking sensation when he turned his neck. Stimulation was on and it was like a lightning bolt between the eyes for 45 seconds. The patient dropped to his knees. This occurred in (B)(6) 2015. As a result, the patient has double vision for which he needed special glasses and was getting 20-30 headaches a day. It was noted to be so bad now that he was unable to drive due to flashes in his eyes. This was noted to be a sudden change in therapy/symptoms. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.